Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus and evaluated, and the foreign material was confirmed. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. There was no air or water flow. The nozzle opening was not clogged with foreign material, but when the nozzle was removed, a white resin-like foreign material was found clogged at the rear end of the nozzle and near the connection. As a result of sampling and component analysis, it was found that it was polymethylpentene. Polymethylpentene is a plastic used in medical devices such as syringes, and is also used for the caps of water containers. It is possible that part of the cap of the water container broke and entered the scope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the gastrointestinal videoscope, the nozzle was clogged and air and water could not be supplied at all. The issue occurred during the preparation for use. The procedure was unknown. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that the air and water cannot be supplied at all due to foreign matter clogging. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.

Manufacturer narrative:
To date, the customer have not returned the device for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.